Event description:
Pt (patient) had hrns episode with evidence of os. Discussed that the egms do not start until most of the fs events have already occurred and ttr egm is inconclusive as to a lead issue. Pt has a bsx lead so that ttr egm is physically rvt-rvc. Discussed that the os could be due to the small r-waves. Pt has historically had small r-waves based on lead trends but looks like they have decreased recently to ~1mv presenting egm and egm during episode shows ~1mv r-wave. Hcp says that the pt is currently admitted, but not due to any device issue. Noise seen on can-rvc vector appears to be myopotentials. Recommend testing or rv lead to rule out potential lead issue. Recommend provocative movements while viewing rvt-rvr/rvc egm. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).